Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: 16 g bd venflon pro safety inserted in left saphenous vein. Easy insertion. However, immediately after insertion there was backflow of blood from the built-in injection port on the cannula. Worryingly, this was a radiation sterilised cannula (rather than an eo sterilised cannula, against which there is product recall notice for the same fault). Cannula needed to be removed and another needed to be inserted. Therefore this resulted in unnecessary additional cannula insertion. However, this problem has potential for more significant harm: such as non delivery of essential medications if this problem is not immediately recognized.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: 16 g bd venflon pro safety inserted in left saphenous vein. Easy insertion. However, immediately after insertion there was backflow of blood from the built-in injection port on the cannula. Worryingly, this was a radiation sterilised cannula (rather than an eo sterilised cannula, against which there is product recall notice for the same fault). Cannula needed to be removed and another needed to be inserted. Therefore this resulted in unnecessary additional cannula insertion. However, this problem has potential for more significant harm: such as non delivery of essential medications if this problem is not immediately recognized.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/24/2021 h.6. Investigation: one used sample was received by our quality team for evaluation. The actual used sample was subjected to visual inspection. The valve was observed to be moved on the returned sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There was a product recall initiated for vps product sterilized using eto. The reported batch of this complaint was sterilized by ebeam and therefore is not related to the scope of the recall. The reported issue for this complaint could be due to a different root cause. Based on the actual used sample returned, the valve is not at the correct position. It appears to be pulled out and was stuck at the injection port causing an opening that leads to leakage. The manufacturing process was reviewed. The valve assembly process consists of the valve being cut to the required length and placed on the cannula hub luer. The insertion tool will then insert the valve to the preset position and simultaneously inspected for the valve position and test for leakage from the injection port. If there is an opening at the injection port or the valve is not in the correct position, the sample will be rejected. The insertion tool will then be retracted, and the product will move to the next station according to the inspection result. Based on the manufacturing process, the probable cause of this complaint could have occurred when the insertion tool retracts to the home position. The insertion tooling could be worn off and causes sharp edges to form on the originally rounded tool. The worn insertion tool would then cause the valve to be pulled out of its correct position. The inspection tooling was uninstalled for verification and no abnormality was observed. There is no change to the inspection tooling since the production of this complaint batch. Therefore, the root cause could not be determined. H3 other text : see h.10